Event description:
It was reported that an implantable cardioverter defibrillator's set screw would not tighten around a lead's connector during an unrelated procedure on (B)(6) 2022. The device was replaced with a new device, and the patient was stable after the procedure.

Manufacturer narrative:
The reported event of set screw anomaly was confirmed. The device was above elective replacement indicator (eri) upon receipt. Analysis revealed the svc set screw was stripped and unable to be engaged. The set screw anomaly was consistent with having occurred during the procedure.